Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube compartment noted.

Event description:
The customer reported via phone call that they were unable to remove battery cap on their insulin pump. The customer¿s blood glucose level was unknown. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.